Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. Correction: e1: initial reporter e-mail. H11: the actual device and a photograph of the sample were received for evaluation. Visual inspection of the sample photo noted liquid droplets present on the tube. Visual inspection of the returned sample confirmed a cut in tube below the chamber. The reported condition was verified. The cause of the cut tubing could not be determined; however, the cause may be attributed to misuse. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from the tubing. This occurred prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.